Event description:
Unable to remove water from foley catheter balloon, even after cutting off fill valve, thus unable to remove catheter from child. This is the second occurrence. The catheter was being used as a gastrostomy tube. Catheter was finally removed by pt's physician using a spinal needle to puncture the catheter balloon.